Event description:
It was reported that the patient presented with symptoms of pocket stimulation and fatigue after undergoing radiation therapy. The pulse generator showed a parameter error message upon interrogation. The device was pacing unipolar with an output of 7.5 v. The device was reprogrammed and the pocket stimulation was resolved. The device would be interrogated after the next radiation treatment.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.